Manufacturer narrative:
The "date of event" and "serial number" were not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges after a technician changed an update and adjusted settings, consumer was injured. Alleges being on the ground trying to get back into the chair and chair kept tipping over on him.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges after a technician changed an update and adjusted settings, consumer was injured. Alleges being on the ground trying to get back into the chair and chair kept tipping over on him.